Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for followup. The physician stated that there appears to be disease progression in the iliac limb. The iliac is now about 30 mm in diameter and the stent graft is no longer covering the iliac artery. The patient was treated with an endurant 16x28x156, the event has resolved. No additional clinical sequelae were reported and the patient is fine.